Manufacturer narrative:
Nine devices were returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited an "upstream occlusion¿ when the administration set had been used with a 150 ml bag. No issues had been observed when the 50 ml or 100 ml hard cassettes had been used. There was no reported patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.